Manufacturer narrative:
Clarification to device manufacture date: december 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding device and patient details.

Event description:
Healthcare professional reported a xen®45 gts event for the right eye described as "slider defect." Surgery completed with backup device. No eye injury reported.